Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic during follow-up with episodes of non-sustained right ventricular oversensing. The patient was asymptomatic. The device was oversensing post paced t waves. There were only three episodes from (B)(6) 2020 with no recurrence and the physician elected to monitor without changes.